Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the rate sense channel. An x-ray was obtained, which demonstrated a kink in the lead as it exited the device header. An invasive procedure was performed, and insulation damage was observed on the rate sense leg of this lead, as it exited the header. The physician elected to cut and cap this lead, and implanted a similar lead without reported difficulty. To date, there has been no reported pacing inhibition or patient symptoms associated with this clinical observation.